Event description:
It was reported that the pt was implanted on (B)(6) 2010. Switch on was performed on (B)(6)2010, and the device was functional. Testing carried out on (B)(6) 2010 shows that the device is functional. Testing carried out on (B)(6) 2010 shows the electrode channel 12 is in status hi. Testing carried out on (B)(6) 2011 shows that the device is functional. Testing carried out on (B)(6) 2011 shows electrode channel 12 in status hi and channel 11 in increased impedance. Testing carried out on (B)(6) 2012 shows that the device was malfunctioned. A digital x-ray is recommended.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.